Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported needle moved out of port on his own. The needle inserted into the port pulled so far out of the port, despite the fixation plaster, that there was a risk of extravasation during infusion. However, no patient was harmed. The needle has been used for about 9 months. No incident occurred at that time. Unfortunately, no needle was kept.